Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2011. According to the physician's office, post-procedure, no patient complications were reported. The patient was given medication (type of medication unspecified) to treat urinary tract infections and frequent urination. Per the physician, the patient is no longer suffering from stress urinary incontinence due to the device all other information is unknown and unavailable.